Manufacturer narrative:
Investigation of reported issue is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure cannot be verified, & root cause cannot be identified. Review of the DHR found no abnormalities that would contribute to this reported event. Two-year lot history review shows this is the only complaint for this reported lot number & failure mode. Two-year review of complaint history for similar failure modes revealed a total of (B)(4) complaints, regarding 3 devices, for device family & failure mode. During this same time frame (B)(4) devices were manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. The user is advised that improper use of this or any intrauterine instrument can result in perforation of the uterine wall and subsequent bleeding. To avoid potential injury to the uterine wall or expulsion of the device from the uterus do not underinflate the intrauterine balloon. Inflation with 7 to 10 cc of air is recommended to compensate for injected air trapped in the dead space of the pilot balloon and inflation tube. Do not exceed 10 cc. This product and issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to a sus voluntary event report # mw5104124 received by conmed (B)(6) 2021. The customer reported an issue with the vcare medium (34mm) cup item # (B)(6), lot 201912021, that occurred during use on (B)(6) 2021. A search of the complaint system did not find a complaint matching the description of reported incident. It is noted on the document that ¿product malfunctioned causing it difficulty manipulation the uterus. Lacerations to uterus that required suturing. The event report type is noted as a ¿malfunction¿, the event outcome is blank but adverse event is marked ¿n¿. There is no reporter / contact information available. As per the FDA, when asked, the reporter requested to remain anonymous. No other information or clarification is available. This report is being raised on the basis of injury due to the noted laceration of the uterus.

Event description:
The complaint was created due to a sus voluntary event report # mw5104124 received by conmed 05october2021. The customer reported an issue with the vcare medium (34mm) cup item # 60-6085-201a, lot 201912021, that occurred during use on (B)(6) 2021. A search of the complaint system did not find a complaint matching the description of reported incident. It is noted on the document that ¿product malfunctioned causing it difficulty manipulation the uterus. Lacerations to uterus that required suturing. The event report type is noted as a ¿malfunction¿, the event outcome is blank but adverse event is marked ¿n¿. There is no reporter / contact information available. As per the FDA, when asked, the reporter requested to remain anonymous. No other information or clarification is available. This report is being raised on the basis of injury due to the noted laceration of the uterus.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.